Manufacturer narrative:
It was reported by customer that when the IV bag was spiked the tubing fell apart into 2 pieces. One sample was received for quality evaluation. Visual examination indicates that the tubing separated at the inlet port of the smartsite just after the pumping segment. Examination under magnification indicates that the solvent does not appear to be sufficient enough to keep the tubing and smartsite bonded together. The customer complaint of separation was confirmed. The investigation was forwarded to the manufacturing location and a root cause analysis was conducted. It was determined that the root cause for the issue was an incorrect application of the bonding solvent by the production personnel. An accessory has been implemented to the assembly equipment to assist production personnel in guiding the tubing to the insertion point of the solvent dispenser more accurately. A device history record review for model: 2426-0007, lot number: 24075166 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17jul2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material: 2426-0007, lot: 24075166. It was reported by customer that when the IV bag was spiked the tubing fell apart into 2 pieces. Rcc received a complaint via email. Ahs mdip reference number (ID): (B)(4), date of incident (yyyy-mm-dd): on (B)(6) 2024, type of incident/problem: malfunction - during or after use, level of harm: no apparent harm, ahs optional report to cmdsnet (health canada): incident details: an alaris infusion set was opened. When the IV bag was spiked the tubing fell apart into 2 pieces. Device information. Device name/description: set alaris pump 127 inch piggyback with back valve 3 needlefree ports, manufacturer: carefusion, manufacturer code/model: 2426-0007, serial or lot number: (B)(6), expiry date: unknown, supplier: (B)(4), supplier catalogue number: al2426-0007, is device retained: yes, number of devices: 1, wipe, contained, labeled? Device was clean/not used. Investigation request. Expected type of investigation: actual device tested, lot review shipping instructions request date (yyyy-mm-dd): 2024-10-31. E-mail address for person holding device: (B)(6).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim it was reported by customer that when the IV bag was spiked the tubing fell apart into 2 pieces.